Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. .

Event description:
Related manufacturer reference number: 1627487-2019-10940. It was reported that the patient never received therapy on the right side. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Additionally, a new lead was implanted to improve coverage. Reportedly, effective therapy was established post operatively.